Event description:
A customer contacted baxter (B)(4) regarding a system error (se) 2240 (air in line) and se 2367 alarm that appeared on the homechoice (hc) unit display. This event occurred during use. The patient was connected in dwell 1 of 4. The technical service representative had the customer cycle, the power off and on and the hp got a se 2367. The tsr had the hp cycle the power again and the alarms cleared. The technical service representative advised the customer to end therapy and start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. During a follow-up with the home patient (hp) and the hp stated that there was an open clamp on an unused supply line. The hp stated they were able to start over with new supplies and complete therapy. The hp was okay and has continued with therapy.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in line) was confirmed and the root cause determined to be a use error - open clamp. Since the lot number was unknown, a batch review could not be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.